Manufacturer narrative:
A partial lead measuring 30.0 cm with the connector portion was returned for analysis. The portion of the lead that was returned was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased hv lead impedance was observed. The lead was explanted and replaced. Patient was stable after the procedure.